Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.